Event description:
It was reported the haptic bent as the intraocular lens was being inserted into the patient's eye. The incision was enlarged to remove the lens, and an alternate lens implanted.

Manufacturer narrative:
During a retrospective review of the complaint database, it was determined the event met the criteria for adverse event reporting. The iol shows a bent haptic and a torn optic. While we were unable to determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related. The lens met all specifications prior to release.